Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported codes, c20 and d15 are applicable, as well as newly reported code, b01. H3, h6) the product ID: 9735821, lot number: p901613, was returned for analysis. The was returned to the manufacturer for analysis. In summary, the complaint was confirmed. The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low dating back to (B)(6) 2019, intermittent firmware incompatibility dating back to (B)(6) 2019, and intermittent illuminator voltage low dating back to (B)(6) 2024. There was a 'battery voltage low message' along with 'bump detected' and 'storage temperature exceeded'. The psu failed an accuracy test (aak) at .444mm with a passing threshold of .250mm. Codes b01, c02, c07, c08, and d02 are applicable. H2) section d4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: vendor information has been updated to report the issue was a faulted battery. The battery was replaced. The product passed testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 9735821r (lot: -); product type: 2543-mnav - system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying the "localizer faulted" error. The biomed saw the error before the case and then swapped the camera cart for another cart. There was no patient involvement. The system had a dead cmos (complementary metal oxide semiconductor) battery.